Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, there was resistance with inserting the device and the device was pulled hard to be removed. It should be noted that the perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The patient effects of unspecified tissue injury (vascular injury) and hemorrhage are listed in the perclose proglide IFU as potential adverse events of use of the device. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the severely calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional angiogram procedure. Reportedly, there was extreme calcification on the anterior portion of the vessel. There was resistance inserting; it was noted to be a tight fit. The plunger was deployed and the needles deflected. It was thought the device caught on calcium. The proglide was pulled hard to remove which separated the guide that was held together with the actuator wire. There was arterial damage that was treated with a balloon contralaterally to control the bleeding. The patient was sent to the operating room to surgically repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.